Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements greater than 2,500 ohms and threshold measurements of 5.5v@2ms. It was noted that the patient had not been seen since 2016, and the last device check showed the following lead measurements: pace impedance 1,671 ohms, thresholds 2.4v at 0.4ms, and shock impedance 65 ohms. No noise was observed at that time. Technical services (ts) recommended further lead evaluation, and discussed possible causes and troubleshooting options. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced. It was also noted that this implantable cardioverter defibrillator (ICD) was explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements greater than 2,500 ohms and threshold measurements of 5.5v@2ms. It was noted that the patient had not been seen since 2016, and the last device check showed the following lead measurements: pace impedance 1,671 ohms, thresholds 2.4v at 0.4ms, and shock impedance 65 ohms. No noise was observed at that time. Technical services (ts) recommended further lead evaluation, and discussed possible causes and troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.